Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2006. It was reported that the pt's ipg was unable to communicate with her charger and programmer. She reported that she has not used or charged the ipg in over two years. A new charging system was unsuccessful at resolving the issue. The pt plans to f/u with her physician regarding the issue. No further info is available at this time.